Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from the rep that they saw the patient yesterday at the clinic, and rep said that they resolved the patient's problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device on (B)(6) 2025. Patient stated they started to have trouble with recharging since a couple days ago and he got rm04 error. Technical services (tss) had patient inspect the recharger and patient didn't notice any issue. After having patient doing some passive recharge, technical services (tss) had patient look at the controller and he noticed some white residue on the lithium battery and on the controller. Patient was able to clean the controller with rubbing alcohol and after another passive recharge mode session, patient still can't recharge. Given that recharger (rtm) was replaced a couple months ago, technical services (tss) opted to replace the controller. A replacement controller was sent out. No symptoms were reported. Patient to call back if controller replacement doesn't resolve recharge issue. No symptoms were reported. Patient called back on (B)(6) 2025 and repeated previously documented information. Patient confirmed receiving the replacement controller but was still unable to find their implant. Patient unlocked controller, controller showed set up for implant screen then connect the recharger. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge mode with numbers 95-95-95. Agent reviewed device function, informed patient to continue through the passive recharge mode process and call back if the controller does not advance to the batteries screen. Pt called back stating that they were sent a new recharger in october and a new controller last week, however whenever they tried recharging the implantable neurostimulator (ins), they kept getting no device found. Pt said that they went through 3 cycles of passive recharge, but the controller said last "cannot wake up" or something; pt then said that they were not sure what the message said exactly. Pt said that all they got was try again or cancel. Pt said that they would hit try again but the equipment wouldn't even try to charge the ins again. Agent had the pt attempt to recharge the ins during the call. Pt said that the controller kept showing no device found. Agent had the pt enter passive recharge. Pt saw the three numbers on the trying to recharge screen as 95 95 96. Pt said that they wiggled the recharger cord where the cord connected to the paddle and the numbers jumped around and ended up around 99/100. Pt said that they then moved the recharger paddle completely away from the ins and the number was at 66. A replacement recharger telemetry module (rtm) was sent out. Patient (pt) called back on (B)(6) 2025 stating they received the controller and recharger and still getting no device found. Pt confirmed they went through at least 3 prm cycles in a row. The prm numbers are good. Agent redirected to healthcare provider (hcp).